Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with missing display window cover, cracked keypad overlay at select button and minor scratched display window, case and keypad overlay. (B)(4).

Event description:
It was reported via phone call stated that the insulin pump had power error detected. The customer¿s blood glucose level was unknown. It was that they had battery issues with insulin pump. It was reported that the delivery stopped and had power error detected alarm while replacing battery. Troubleshooting was performed. The insulin pump was returned for analysis.